Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause of the failure is use error due to excessive force on the device.

Event description:
On 11/28/2022, it was reported by a sales representative via email that an ar-2324bcc biocomposite swivelock. Anchor warped during insertion. Case was completed with a different anchor. This was discovered during an eclipse tsa procedure on (B)(6) 2022. Additional information received on 12/2/2022: the anchor only bent and did not break during insertion. Case was completed with an ar-2324bcc biocomposite swivelock.